Manufacturer narrative:
UDI for gore® excluder® ceb231010 internal iliac component: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm as well as an aneurysm of the left common iliac artery and was treated with gore® excluder® aaa endoprostheses. In an attempt to initiate the first deployment step of the ceb231010 iliac branch component, the physician turned and pulled the white outer deployment knob. During the pulling movement however, it was realized that the grey inner deployment knob had also come off with the pull, along with the plastic connection thread housing underneath the grey knob. This resulted in the premature deployment of the entire ipsilateral leg of the ceb iliac branch component. Due to the now changed spatial conditions in the vessel, it was not possible for the physician to cannulate the internal iliac artery. As a consequence and contrary to the procedure planned, the left internal iliac artery was overstented. The patient tolerated the procedure.

Manufacturer narrative:
Only the first and second deployment knob with the lure lock of the ceb231010 gore® excluder® iliac branch component was returned to gore for an engineering evaluation as the device catheter proper was discarded at the facility. The investigation showed that the second deployment knob was inside the first deployment knob. The lure where the deployment knobs are screwed in had detached from the catheter hub still attached to the first and second deployment knobs. There was no evidence of glue on the catheter hub where the lure lock is attached or on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the lure lock separation from the catheter is due to a lack of bonding between the lure lock and the delivery catheter hub. The cause for the lack of bonding between the lure lock and the delivery catheter hub could not be determined based on the currently available information.